Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload noted a partial firing and a deformed anvil clamping mechanism. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a distal pancreatectomy, they connected adapter and reload without issue however; the status indicators were illuminated blue and the cartridge indicator was flashed. Then they re-inserted the battery and re-set the reload to the adapter, the device worked normally and started the firing. However, after the device fired 30mm, the status indicators were illuminated blue and the cartridge indicator was flashed. The surgeon pushed each button ,however the device did not react at all. Re-inserted the battery, released the tissue from the device. They resected the tissue by the electrosurgical knife and sewed the incomplete line manually.